Event description:
The complainant reported that an impella 5.5 was implanted in a patient for circulatory support. The complainant reported that the impella 5.5 had a 'placement signal not reliable' alarm. The alarm was disabled and motor currents were monitored. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. There are placement signal not reliable (psnr) alarms and controller error alarms about 81 hours into the case but then they resolve. During this time the snr increases, contrast increases, lamp increase and gain and light remain stable. The placement signal is noisy throughout the case and snr is low. There was no product returned. Due to the inconclusiveness of the data logs and lack of product returned, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.